Manufacturer narrative:
Device evaluated by MFR : evaluation summary: customer report of pvl could not be confirmed through visual observations. X-ray demonstrated wireform intact and frame expanded. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 8.5mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was minimal on the outflow aspect. Mechanical damage was observed on leaflets 1 and 2 near commissure 2 and appeared serrated. Suture remained at the black stitch marking around leaflet 3. Suture holes were visible near two of the three black stitch markings on the sewing ring; one suture hole near each. Additional manufacturer narrative: updated sections event, patient code, device evaluated by MFR, and device manufacture date. Technique related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Under sizing can lead to a gap between the annulus and sewing ring since the valve implanted is too small in relation to the annulus. The root cause of this event cannot be conclusively determined. However, it appears that this event may have caused by sizing issues. The surgeon felt that the pvl was likely present at the initial time of implantation. The device was successfully replaced with another valve of the same model, one size larger. There has been no indication or allegation of a product malfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that an 8300ab 21mm intuity elite valve was explanted 5 days after implantation due to moderate/severe perivalvular leak (pvl). The surgeon implanted a size 21mm valve although he would have wanted a size 22mm. Valve implantation was checked and no pvl was observed during intra-operative echo. The patient did not do well in intensive care due to lots of bleeding, so another toe was performed on pod #3; moderate-to-severe pvl was detected. As indicated by the surgeon, the bleeding was not related to the valve. The patient was brought back to or on pod #5 and the valve was replaced with another intuity elite valve, one size larger (23 mm). The patient was doing very well after the redo surgery. The surgeon thought that the pvl was already present at implant but it was missed during the intra-operative echo.

Manufacturer narrative:
Perivalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus or attempted implant with improper valve seating. Pvl is not a result of device malfunction. In this case, there insufficient information to determine the root cause of this event. Additional information is currently being requested from the healthcare provider. Edwards lifesciences will continue to monitor all reported events. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
Edwards received notification that an 8300ab valve was explanted after one or two days due to perivalvular leak (pvl). No other details provided.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional manufacturer narrative: per follow-up with the surgeon, he does not believe the bleeding was related to the valve.